Event description:
It was reported that the foley catheter balloon ruptured on the 2nd day of use. No medical intervention was reported. Per additional information received via email from ibc on 17aug2021 it was confirmed that the missing pieces of the balloon was unknown.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. An eggshell 3 way foley catheter was returned opened without original packaging. Also the photo samples were returned. No evaluation was performed from the photo samples and no defects were noted. Using a luer lock syringe the catheter was inflated with 50 ccs of deionized water. The balloon inflated concentrically without issue which meets the specifications. After 7 minutes no leakage was noted and the balloon was deflated without issue using a luer lock syringe. The device did not fail to meet the relevant specifications. The product was used for the treatment purposes. The product did not caused the reported failure. A potential root cause for this failure mode was unable to determine due to the reported event was unconfirmed. The device history record review was not required due to the reported issue was unconfirmed. The labeling review was not required due to the reported issue was unconfirmed. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon ruptured on the 2nd day of use. No medical intervention was reported.